Event description:
A decreased architect co2 result of 11 meq/l was generated. The sample was tested on another analyzer (gem 3000) and a result of 26 meq/l was generated. The architect result was not reported. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Customer complaint data was reviewed. Customer complaint data was reviewed and no adverse trends were identified. The carbon dioxide reagent package insert was reviewed and has adequate labeling on sample preparation and instructs customers to keep tubes tightly capped for storage. A consequent decrease in the co2 value of up to 6 meq/l can occur in the course of an hour once the specimen has been exposed to ambient air. No claim is made for comparison to blood gas analyzers. The architect system operations manual was reviewed and has adequate labeling on troubleshooting low results. The investigation did not identify a product deficiency or malfunction.